Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/08/2020. An investigation was conducted on 09/15/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of char was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on the entire cold jaw was observed to be peeled away and exposing the entire cold jaw. The peeled away clear silicone insulation was not returned for evaluation. The shaft was bent at the pivot point approximately one inch below the base of the jaws. The black sheath of the closest to the base of the jaws was observed to be peeled. No electrical testing was conducted due to the bent shaft tip as well as the peeled cold jaw. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/ bent wire", "material twisted/ bent shaft" and "peeled; shaft" was confirmed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The device was used to harvest endoradial and about to use to endovien and noticed the plastic insulation (silicone) from the bipolar dissector tip came off in the patient arm during radial and leg after. The piece came out with the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The device was used to harvest endoradial and about to use to endovien and noticed the plastic insulation (silicone) from the bipolar dissector tip came off in the patient arm during radial and leg after. The piece came out with the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.